Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 4 to provide the device return date , to update and to provide the completed investigation results. One used 6 fr angio-seal vip device was received for product evaluation. The sheath was returned mated with the carrier tube assembly for analysis. The arteriotomy locator was returned as well. Visual inspection revealed that there were no anomalies noted with the returned locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the carrier tube assembly had clearly been cut distal to the device cap. The deployment sleeve was in the full rear lock position with color bands fully exposed. There was no exposed suture, tamping tube, collagen, or anchor returned. No obstructions were noted in the hemostasis sheath or carrier tube. No other visual anomalies were noted. Then, the hemostasis sheath was separated from the device cap and the deployment sleeve was then removed from the device cap. The tensioner was then removed from the device cap and examined for any obstacles that would have prevented the suture from releasing. No visual obstructions were noted. Several complete turns of the suture were remaining on the spool. A pair of tweezers was taken to dislodge the suture from the spool. The suture easily unspooled from the tensioner. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to date of report. In the follow up 1 report it was reported that the date of report was 4/12/2019, however the date of report is 4/11/2019. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the suture locked up in tensioner mechanism spool on the angio-seal device. The white tube was cut, sheath assembly and carrier tube was removed, and the procedure was finished using a clamping instrument. Instant hemostasis was achieved. There were no consequences for the patient. Additional information was received on april 4, 2019- the producer performed was a diagnostic interventional neurology procedure. The sheath size was a 5fr. A pre-deployment angiogram was performed. The puncture site and vessel characteristics were appropriate for the angio-seal deployment. Withdrawal of the device was problematic. It was not possible to pull the device enough to access the suture.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the date of report. In the initial report the date of report was inadvertently left blank. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.